Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported they were not getting any relief from their implant. They also noted that their implant had not worked for the past five years. No cause or outcome was reported, however additional information has been requested. If received a follow-up report will be sent.